Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported device damaged by another device (dislodged) was due to procedural circumstances during positioning of the second clip. The reported slda was a cascading event of the reported device damaged by another device (dislodged). The cause of the reported difficult imaging was unable to be determined. The reported unchanged mr was a cascading event of the reported slda. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4, flail, and prolapsed posterior leaflet. A mitraclip ntw (40416r1032) was inserted and deployed on the mitral valve. To further reduce mr, a second mitraclip ntw (40815a1114) was inserted. However, after advancing the second clip under the mitral valve, the second clip became entangled in chordae. Troubleshooting was performed, and after multiple attempts, the clip was freed and retracted back to the left atrium. However, it was observed that the first clip (mitraclip ntw (40416r1032) had detached from the posterior leaflet and remained attached to anterior mitral leaflet (single leaflet device attachment/slda). It was noted that that the slda occurring with the first clip was due to the maneuvers of the second clip and that difficulties visualizing the clips during the procedure occurred. The second clip was then removed from the patient and the procedure was discontinued. The mr remained at a grade of 4. There were no adverse patient effects and no clinically significant delay in the procedure.